Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was difficult to maneuver through the tricuspid valve. The lead was placed in the rv, with force. When deploying the helix, it was observed that the lead had a kink in it, close to the tip of the coil. The stylet was difficult to advance through the lead, and when it was removed, the lead was still kinked. This lead was not implanted, and is expected for return. No adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was difficult to maneuver through the tricuspid valve. The lead was placed in the rv, with force. When deploying the helix, it was observed that the lead had a kink in it, close to the tip of the coil. The stylet was difficult to advance through the lead, and when it was removed, the lead was still kinked. This lead was not implanted. No adverse patient effects were reported. Additional information: further information was provided from the field, indicating that this device was disposed of at the hospital. The device is not available for return.